Event description:
Pt-patient who stated that his freedom pump has failed. He was having issues with the second pt-patients but managed to infuse and on his 3rd pfs- pre-filled syringe, it stopped working with about ~20ml-milliliter remaining. He stated there was a crunching noise coming from the pump. Unknown if patient experienced an adverse event. Pharmacy is replacing device. Unknown if pump is available for return. No further information, details or dates provided. Serial number: (B)(6) hizentra indication: chronic inflammatory demyelinating polyneuritis.